Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure, a faradrive steerable sheath was selected for use. After transeptal puncture and the faradrive sheath was placed into the left atrium, small bubbles were noticed by the physician. She aspirated to remove then, but the bubbles did not disappear. She could continuously see bubbles coming from the sheath, so she decided to remove it and try with a new one suspecting a failure in the hemostatic valve. With the new faradrive sheath the problem resolved and the procedure was completed. No patient complications occurred. The device is expected to be returned.